Manufacturer narrative:
The device was received and the exposed portion of soft cannula was found to be kinked (pinched). During fluid path test, fluid was found leaking through a tear on exposed soft cannula, where it was observed to be kinked. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 305 mg/dl. The pod was worn between 24 and 36 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied and correctional boluses were programmed.